Manufacturer narrative:
8/21/97-supplemental report #1 submitted to FDA. Device evaluation indicated and codes entered in h3 and h6.

Event description:
The product was used during a lavh procedure. Reportedly, the approx. Lever would not close. The surgeon used another instrument to complete the procedure. The hospital has reported no pt injury occurred.